Event description:
It was reported that the implantable neurostimulator (ins) reached elective replacement indicator (eri) after six months and the health care provider (hcp) assumed premature battery depletion. The patient was implanted with two bilateral leads. The left-side stimulation parameters were: 5v, 130 hz, 120 us. Right side parameters were: 6v, 130 hz, 120 us. All impedances were around 1000 ohms. The patient experienced a loss of therapy when the ins reached eri. The hcp assumed unstable stimulation output during eri. The ins was replaced. Following surgery, the patient felt well and was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at end of service (eos) or elective replacement indicator (eri) and the longevity was not met. The cause was unknown.